Event description:
On (B)(6) 2015, the patient underwent emergent treatment of a ruptured abdominal aortic aneurysm with six gore® excluder® aaa endoprostheses. Reportedly, during the procedure the physician elected to preserve the right internal iliac artery (riia). A contralateral leg component and an aortic extender component were implanted just proximal to the origin of the riia. On (B)(6) 2015, follow-up imaging identified a distal type I endoleak with no evidence of aneurysm enlargement or device migration. On (B)(6) 2015, an intervention was performed to treat the distal type I endoleak. The riia was coil embolized. Two additional devices were implanted on the right side to reline the previously implanted devices and to extend distally into the right external iliac artery. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. It was reported the endoleak was caused by lack of distal coverage obtained during the initial implant procedure, reportedly the physician had elected not to cover the riia in order to avoid possible claudication.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pla360400/12964718, pla360400/13403975 and pla360400/13403976.